Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced a blue fiber cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding non-recoverable error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called while deploying and targeting the patient side cart (psc) to report that they faced error 319. All errors visible in the logs were pointing to a communication issue between axes controller platform 4 (acp) and acp5. The customer tried to hard power cycle the patient side cart (psc but errors remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to recover the error message. The system allowed a manual positioning, but the caller stated that the boom was at a lower height, and it was impossible to proceed to surgery as it is. The isi tse explained to the surgeon that the system won't be fully fixed until a service repair on-site with spare parts. The customer did not define the patient outcome at the end of the call. There was a greater than 30-minute delay. The surgery was aborted post-anesthesia and port-placement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.